Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens implantation, after insertion of the ophthalmic handpiece into the eye in reflux position, it was not in position three. The male patient experienced a wound burn and wound gape, requiring corneal sutures. The corneal burn resulted in corneal opacity. The surgery was completed on the same day with sutures, and the patient¿s current status was unknown

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for ¿complaints reported against this serial number¿ cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. A potential cause of a corneal burn can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during manual small incision cataract surgery (msics) procedures. However, based upon the information obtained, the root cause remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).